Event description:
The customer reported that while the unit was in use on a patient, the unit failed to trigger when the trigger select knob was set on "ECG trigger". The pt was switched to another unit and therapy was continued. No pt injury was reported.